Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratches on the reservoir tube window and a missing end cap sticker.

Event description:
Customer received a button error alarm. Customer's blood glucose was 134 mg/dl. Customer was advised insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.